Event description:
It was reported that a user experienced intermittent bluetooth communication loss between a dexcom g7 continuous glucose monitor (cgm) and the ilet bionic pancreas, with glucose values visible in the dexcom app but not on the ilet until the ilet was restarted and the setting was toggled; the issue resolved after allowing time for pairing and the user subsequently viewed glucose on the ilet, with blood glucose levels unaffected. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and ilet consistent with intermittent communication failure, with involvement of the wireless communication subsystem including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.